Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had bottle side sensor issue - error code was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinical engineering team having to replace a large number of bottle side sensors. They are concerned it is an issue with software version 12.1. Devices come down with error codes, and the analog sensor test the bottle sensor seems to rail out at 4.9 and stay there when pressure is applied to the bottle side sensor. During the testing process biomed will shut down the device and turn it back on, at that point it appears the sensor will reset itself. This was reported to bd representatives during site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinical engineering team having to replace a large number of bottle side sensors. They are concerned it is an issue with software version 12.1. Devices come down with error codes, and the analog sensor test the bottle sensor seems to rail out at 4.9 and stay there when pressure is applied to the bottle side sensor. During the testing process biomed will shut down the device and turn it back on, at that point it appears the sensor will reset itself. This was reported to bd representatives during site visit. There was no information on patient involvement.